Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).

Event description:
The consumer reported that following an intraocular lens (iol) implant procedure, the "hook on the lens" popped up and had to be repositioned. Since that time, her vision has been blurry and she is experiencing shadows in her vision. Add'l info has been requested.